Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) to check the location of the cuff. The cuff could have been placed in a better position, however, the cuff remained implanted and no malfunction was observed. A patient outcome of fine was reported.